Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
It was reported the "catheter is sticking to the inside of the packaging, and when forcefully pulled out, part of the packaging rips off and sticks to the catheter".

Manufacturer narrative:
13 retained samples were tested, after bursting the sachet and wet them for 30s, all the samples can be removed and no sticking to package is found. The supplier checked the solution preparation records for the lot no 24b00203, and no abnormalities were found. The lot no 24b00203 passed the outgoing inspection with no abnormalities. The investigation team concluded that there were no issues in the production and inspection processes. It is speculated that the severe stickiness of the catheter may be due to the hydrophilic coating principle, which forms a thin water film after absorbing moisture to enhance lubricity. If exposed to high temperature and high humidity environments during transportation, it may cause adhesion between the catheter and the single use packaging. Root cause: the sticking is possible cause by environmental factor (high temperature or high humidity) during transportation or storage. No abnormality found in manufacturing process. No action to take for now. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.